Event description:
The initial reporter received questionable elecsys anti-hbc ii assay results from two patient samples tested on the cobas e 411 analyzer (rack system). One patient sample with discrepant results was identified: the initial result from the analyzer was "positive". The repeat result from a service laboratory's abbott analyzer did not correspond to the analyzer's initial result. On (B)(6) 2026: the repeat result from a third laboratory's cobas e 411 was 2.41 coi. The repeat result from the analyzer was 2.14 coi. Clarification regarding a reported elecsys anti-hbc ii assay result of 0.0009 coi on (B)(6) 2026 was requested but not provided.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6).